Event description:
A malfunction identified by code "malf 16" was reported, and the issue required a pump replacement since the malfunction code was not resettable. There was no indication of an adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The technical support team arranged for a replacement pump and instructed the caller on how to put the malfunctioning pump into storage mode before returning it with a pre-paid label within 10 days.